Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and recurrence. It was also reported that the plaintiff experienced rectocele, insertional dyspareunia, chronic cystitis, dysuria, and mesh erosion. The plaintiff underwent revision surgery. The device was partially explanted. No further patient complications have been reported in relation to this event.